Event description:
The facility reported that an overinfusion occurred during pt use. The pt received their third course of treatment within 1 day instead of 2 days. The medication involved was 5fu at a concentration of 4500mg (90ml). The diluent was nacl, and the total fill volume was 240ml. The device is not refrigerated. There was no pt injury or medical intervention.